Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the mtm. The system was tested and verified as ready for use. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments, and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr). Isi received the mtm involved with this complaint, and completed the device evaluation. Failure analysis investigation reproduced the reported failure. Error 25521 was able to be reproduced during sine cycle. A review of the system log for system (B)(4) on 21-sept-2020 was performed. Error 25521 was confirmed to have occurred on the system multiple times. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted. While there was no harm, or injury to the patient, the reported failure mode could likely cause, or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, recoverable fault 25521 occurred. The customer had restarted the system with an emergency power off (epo) without success. The system suggested the user disable the master tool manipulator (mtm), but this is not an option. The tse had the caller turn off the system, remove power from the surgeon side console (ssc), wait 10 seconds, and power up the system. However, the error persisted. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 9/29/2020 ,and obtained the following additional information: the procedure started as a robotic surgery, however, after error 25521, the left master controller was down. The or staff called technical support and tried the troubleshooting steps; however, the error did not resolve. There was no injury or harm to the patient. The procedure was completed laparoscopically. The surgeon thinks it's an electro-mechanical error because the masters are moving parts. The system was inspected prior to use and there were no issues noted during setup. There were no outside influences that were impeding movement of the system. There is no video recording available for review. The patient was a male over 60 years old. The hospital was not willing to give additional patient information.